Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of candida albicans as candida glabrata in association with the vitek® 2 yeast (yst) identification (ID) test kit. Following the candida glabrata result with the vitek® 2 yst ID card, the patient isolate was sent to a different laboratory for confirmatory testing; a result of candida albicans was obtained. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted due to a misidentification of candida glabrata in association with the vitek® 2 yeast (yst) identification (ID) test kit biomérieux investigation was conducted. However, the customer did not comply with biomérieux request for isolate submittal. The customer reported testing from sabouraud dextrose with chloramphenicol and gentamicin. This media is not recommended for testing and may cause misidentifications. Review of the lab reports for the tested isolates indicate multiple atypical well reactions as compared to that expected for candida glabrata. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media (confirmed in this case) or other user set up errors or an atypical strain. However without the strains or raw data it's not possible to further evaluate the cause of the misidentifications. Evaluation of the manufacturing qc batch records indicates yst ID lot 243384010 met final qc release criteria. There were no issues observed on qc performance testing. The investigation concluded there is no evidence to suggest the vitek® 2 yst ID test kit is performing outside of specifications.